Manufacturer narrative:
One device was returned for analysis. Visual inspection found a detached downstream occlusion (dso) seal. There was no evidence to review in the device's event history log. A functional test was performed, and the reported issue was duplicated. The cause of the reported issue was due to the defective dso sensor. As a result, the dso sensor and seal were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the pump exhibited an occlusion alarm. There was no patient involvement, no patient injury was reported.